Event description:
The cuff on the bivona trach was not inflating symmetrically, causing difficulties with ventilation. This has happened twice with this specific patient. The patient had difficulties ventilating, the trach was changed, and it was realized that the cuff was not inflating symmetrically.